Manufacturer narrative:
(B)(4).

Event description:
The pt's physician was unable to push any dye into the catheter during a catheter dye study. The catheter was believed to be kinked; the cause was unk. The pt has "not had a lot of relief" due to "catheter problems." A catheter revision was planned. The medication being delivered via the device was lioresal.